Event description:
During a routine device exchange procedure due to normal elective replacement indicator, the right ventricular (rv) lead could not be disconnected from the device. The rv lead had to be cut and capped and a new rv lead was implanted. The patient is pacemaker dependent; however, the new lead was safely positioned in the right ventricle while the device was providing back-up pacing. The patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2021-06446.

Manufacturer narrative:
The reported complaint of unable to untighten the v-setscrew to remove the lead was confirmed. Analysis found the user of the torque wrench was not fully inserting or was incorrectly inserting the wrench into the inset of the setscrew. This prevented the wrench from untightening the setscrew resulting in the wrench slipping then stripping that portion of the inset. The users then began to tear and cut out the septum to reach the setscrew, but in the process some of the broken pieces of the septum fell or were pushed into the setscrew inset. The septum pieces were filling the un-stripped bottom portion of the inset preventing the wrench from inserting into the un-stripped portion of the inset. Therefore the wrench still could not untightened. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. Electrical testing revealed the device is at eri.